Event description:
The customer reported that at the end of the donation, 0 quantity of plasma appeared on the screen, but the bags were full of cpa. Ssp transfer refused by machine. Patient information is unavailable at this time. The disposable is unavailable for return for evaluation. This report is being filed in response to the customer filing a sae report with their local regulatory authority.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Investigation: a pm procedure was performed on the device about one week after this incident was reported and no issues were found. The dlog for the procedure was analyzed. It was confirmed that the issue was the platelet quantity appearing as zero rather than the plasma product as reported. The expected products were all successfully collected, it was only the display on the screen that was incorrect. A failure related to software is caused by problems in the software code which triggers behavior that is unwanted or unexpected in the system. These failures only manifest under very specific circumstances or are intermittent and are typically not easily reproducible. Software failures can be triggered when an operator tries to perform specific functions on the device run by software code that contains an anomaly. These types of failures can also occur intermittently or the trigger may be unknown. Root cause: the root cause is reasonably suspected to be caused by a software issue. Corrective action: issues in the system are reviewed before subsequent software releases for prioritization of corrections and improvements in future software releases. This software issue will be resolved in build 8.563 (version 6).

Event description:
No medical intervention was required for this event. The customer does not wish to provide the patient's information.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in process. A follow-up report will be provided